Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was depleting quickly. Additionally it was reported that the pump shut off unexpectedly. There was no reported impact to the customer's blood glucose. Reportedly the customer continued to use the pump for insulin therapy until replacement arrives